Event description:
It was reported the oversensing was observed on the right ventricular lead. Lead fracture was alleged but not confirmed. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.